Manufacturer narrative:
This report is for an unknown extraction instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the alignment guide did not allow for smooth cannula insertion. The guide was inspected for residual cement before insertion and the cannula passed through without issue outside of screw engagement. When alignment device was inserted into screws, then resistance became an issue. The cannula was damaged and bent upon removal and in two instances fractured. This was experienced with six cannulas despite readjustment and ensuring alignment and engagement into screw was as per surgical technique and as assessed by those present. Procedure was completed successfully using other alignment devices. Patient is recovering as expected. This report is for an unknown extraction instrument. This is report 7 of 7 for (B)(4).